Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, low r-wave sensing was observed on the right ventricular channel. The physician attempted to reposition the lead several times but the sensitivity issue continued. The lead was extracted and replaced. The patient is in stable condition.